Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as a touch contamination and the patient did not clean the exchange area before starting pd therapy. The patient subsequently had cloudy effluent. It was reported that the patient was treated prophylactically with vancomycin (2 grams, one time, intraperitoneally), and fortaz (1 gram, one time, intraperitoneally). On the same day, the patient's effluent was clear again. The patient was not retrained on aseptic technique. There was no serious injury indicated at the time of the report. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.